Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The consumer states the head of the bed dropped down flat after making a strange noise.